Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a damaged navigation instrument. It was reported outside of a procedure that the articulating arm would not lock anymore. There was no patient involvement.